Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with high blood glucose and seizures. The customer's blood glucose reading was unknown. The customer stated that she was vomiting for three days before her admission. The customer stated that the doctor recommended having the device replaced. No further information was provided.